Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm6840 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was requested but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Event description:
It was reported that the patient underwent laparoscopic total hysterectomy on (B)(6) 2019 and suture was used. During the procedure with double accessories, the vagina stump was intended to be sutured after the uterus was removed. In the process of putting the surgical suture into the abdominal cavity, the needle was completely disconnected from the joint of suture, and the needle fell off in the abdominal cavity. The detached needle was immediately searched under laparoscope, and the needle was finally found in the intestinal space. A suture needle was replaced to suture the vaginal stump, which prolonged the operation time. There were no adverse patient consequences reported.